Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm sjm masters series coated aortic valved graft was chosen for a procedure. During the implantation, it was found that the valve ring was damaged, so it was replaced with a non-abbott valve for the procedure while patient on bypass. There was no delay in the procedure. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
An event of valve ring was damaged was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. No information regarding possible causes has been received from the field. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported event of valve ring fracture could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.